Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the 5.5 solera nav driver tip broke off at the final s2 screw placement. No impact on the patient and no delay. The cause of the break was most likely due to the physician not using a tap before placement of the screw. They went straight from lumbar probe to an 8.5 inch screw, which caused extreme pressure to be placed on the driver. The instrument had been disposed of by the site.